Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. X-ray imaging did not show any changes. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date a shock was delivered as inappropriate therapy. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. X-ray imaging did not show any changes. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date a shock was delivered as inappropriate therapy. This device remains in service. No adverse patient effects were reported. At a later date, x-ray imaging was performed since there were concerns of a fracture and the device sensing vector was reprogrammed. Ts reviewed the x-ray images and discussed stored data, with an electrode pocket fracture suspected as the cause of the previous observations. Ts recommended the electrode be replaced as its performance will be compromised overtime based on the observed behavior. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. X-ray imaging did not show any changes. Technical services (ts) was consulted and discussed troubleshooting options, with further in clinic examination recommended. At a later date a shock was delivered as inappropriate therapy. This device remains in service. No adverse patient effects were reported. At a later date, x-ray imaging was performed since there were concerns of a fracture and the device sensing vector was reprogrammed. Ts reviewed the x-ray images and discussed stored data, with an electrode pocket fracture suspected as the cause of the previous observations. Ts recommended the electrode be replaced as its performance will be compromised overtime based on the observed behavior. This device remains in service. No adverse patient effects were reported. At a later date, this s-ICD system was explanted. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.